Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the pacemaker's battery remaining was at one and a half years remaining, however three months earlier it was at four years remaining and one month earlier at two and a half years remaining. It was noted that patient has chronic atrial fibrillation (af). Boston scientific engineering reviewed the data stored in the device's memory and found that the device is high rate atrial sensing at an average rate of 299 bpm. T was noted that high rate atrial sensing can cause an increase in power consumption, which is occurring with this pacemaker. It was suggested that the clinic consider programming options to a non atrial sensing mode. The pacemaker remains in service and no adverse patient effects were reported.